Event description:
Attorney reported: 1998- the patient was implanted with a composix kugel mesh patch. 2000 -the patient was implanted with a composix kugel mesh patch. 2002- the patient was implanted with a composix kugel mesh patch. 2004- a mesh patch was explanted. 2005- a mesh patch was explanted. Based upon the implant date, the product can not be a composix kugel mesh. Therefore, the product will be reported as an unknown kugel mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report, when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00168 for information related to the mesh implanted in 1998. Mesh implanted in 2002, will be reported.